Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use of the reported products. The pre-op diagnosis was broken rods. It was reported that, rods on both sides broke on the lower side of l5 after t9 / s2 psf by asd. Revision surgery was performed to replace the rods, the nut of the ballast part and the nut of the lateral connector used in s1 were also loose. So, they were replaced. The broken rods were continued to left as they were, and two rods were inserted additionally using the connector (made by non-medtronic). There was no delay in procedure reported. There were no symptoms or complications reported to patient as a result. No health damage in patient was reported. No further complications reported.